Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f129 was conducted. There were no non-conformances related to this complaint. This lot met all release requirements. A review of kit lot f129 for the reported issue shows no trends. Trends were reviewed for complaint categories, alarm #53: return line air detected and pressure dome membrane leak. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated at approximately 300 ml whole blood processed they received an alarm #53: return line air detected alarm. The customer stated shortly after the alarm the return pressure dome disconnected from the pressure transducer resulting in a blood leak. The customer stated the pressure dome was most likely incorrectly installed onto the transducer. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer did not return product for investigation.